Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue. Reportedly, customer used an alternate form of insulin therapy.